Manufacturer narrative:
Sections a and d: specific patient information and serial number of the device have been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a controller exchange at home because their controller stopped working.

Manufacturer narrative:
Sections a and d: specific patient information and serial number of the device have been requested but they were not provided. E1 - hospital site was (B)(6) hospital (phone number) (B)(6). Manufacturer's investigation conclusion: the reported event of a controller exchange following it not functioning as intended was not confirmed. There was no photos or log files submitted for review. The system controller was not returned for analysis. It is unknown what alarms, if any, were active or if there were any physical issues with the controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.